Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose reached 467 mg/dl after wearing it between 4 and 24 hours and that the cannula was leaking insulin and bent upward with blood on cannula pink slider.